Event description:
It was reported that during tka bearings inside long attachment broke off. No patient impact reported. Delay of less than 30 minutes and surgery completed with manual instrumentation from s+n.

Manufacturer narrative:
H10: h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional evaluation could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found similar reports and this issue will continue to be monitored. The surgical technique guide released at the time of the complaint provides instructions for attaching a long attachment. Accordingly, product labeling has been ruled out as a cause of the complaint. This failure is captured in the navio risk profile. A clinical/medical investigation noted that, although there was a hardware failure, the surgeon converted to manual instrumentation to complete the procedure without significant delay (0 to 30-minute surgical extension) and no patient impact/injury was reported. Therefore, no further medical assessment is warranted at this time. A relationship, if any, between the subject device and the reported event could not be determined. A factor that could have contributed to this issue is if wear on the bearings in the long attachment. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.